Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon and stent damage was noted. The 90% stenosed target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). When the 3.50x32mm liberte monorail coronary stent delivery system (sds) was removed from the package it was noticed that the stent on the sds was flared. The physician touched the stent to check the condition and the stent moved on the balloon. It was noted that the stent did not dislodge from the sds. It was believed that the stent was not mounted properly on the stent delivery balloon. The device never entered the patient and the procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good".